Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, no image occurred due to damage to the charge-coupled device (ccd) unit. The most probable cause of the malfunction was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the colonovideoscope to the repair center for a separate issue. During the device analysis, the repair center found that no image was displayed. There was no patient involvement.